Manufacturer narrative:
Evaluation summary: as returned, the articular surface provisional is fractured along one of the channels on its underside. The part has a potential field age of nearly 5 years. A radius was added to the feature in 208 in an attempt to reduce the occurrence of this type of failure. The returned device was dimensionally verified to meet print specification. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the provisional broke during surgery.